Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected error alarm. Customer stated that they received battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On 04-jul-2022 the customer alleged for pump error 53 and failed battery test. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, damaged display window cover identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms (104) on 04-jul-2022 between 06:21:00.000 - 19:38:11.000. Insert battery alarm (84) on 04-jul-2022 between 19:06:05.000 - 19:54:08.000. Power loss alarm (6) on 04-jul-2022 between 19:50:17.000 - 19:57:47.000. Failed batt/battery failed alarm (58) on 04-jul-2022 between 19:05:42.000 - 19:56:05.000. No pump error 53 alarms during testing. Pump error 53 was present in the history download on event date of 04-jul-2022. Esf# esf2610666, file number=2005, line number=5632. Pump passed self test, active current measurement and displacement test. Pump failed the sleep current measurement test. No unexpected failed battery alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. In summary, pump passed required testing. Customer alleged for failed battery test confirmed, problem isolated to electronic assembly. Pump error 53 confirmed due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.